Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with insulin infusion and IV fluids. Engineering log review confirmed malfunction alerts for data parity (alert 69) and algorithm state error (alert 59) on the reported event date, and a factory reset was identified in the device logs. No motor errors were observed to indicate inaccurate dosing relative to delivery requests prior to suspension. Hyperglycemia began following a supply change and subsequent suspension of insulin delivery due to ilet malfunction alerts. It is possible that infusion site failure or interruption along the insulin fluid pathway contributed prior to suspension; however, prolonged interruption of insulin delivery resulted in this hyperglycemic event. Based on available information, the event was attributed to device malfunction leading to suspension of insulin delivery. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka). The user was admitted to the hospital on (B)(6) 2026, treated with exogenous insulin and IV fluids, and discharged following stabilization. No long-term health effects were reported.